Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/30/2019. Field service engineer (fse) checked and found noise coming from the blower assembly confirming the reported problem. Fse replaced the power assembly and pcba-blower motor controller board. Ventilator is back in service.

Event description:
Customer reported blower noise is coming from the regulator. There was no patient involvement.